Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and aortic valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors [i.e. Imaging confirmed the pre-deployment position of the valve was too aortic and was not corrected prior to deployment] appear to have contributed to malposition of the device post deployment and subsequent embolization of the valve into the aorta. There was no indication this event was caused by dysfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist [fcs], during a transapical tavr case the sapien valve was deployed in a too aortic position and embolized. Per report, upon review of the imaging, the pre deployment angiogram demonstrated the sapien valve positioned too aortic prior to the deployment sequence. The deployment was not aborted and the delivery catheter was advanced aortic during the deployment. The valve embolized aortic. This valve was secured in the descending aorta. A second sapien valve was prepped and deployed without incident in the aortic annulus via the transapical approach; there was mild paravalvular leak and zero central aortic insufficiency. The patient was transferred to the recovery room in stable condition. After the case, the importance of positioning and appropriate manipulation of the delivery catheter during deployment was reviewed. During investigation of this event, the fcs indicated the patient was extubated and sitting up in bed talking the night of the procedure. After the first valve was deployed and prior to embolization the valve appeared to be sitting in the sinus of valsalva. The coronaries were verified to be patent following deployment. The valve was secured in the descending aorta through bav with a 33x4cm zmed balloon. The case imaging is not available. Additional information: the native valve/leaflet calcification was moderate; the aortic root calcification was described as mild; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 34 percent.